Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). Investigation summary: bd received one sample and four photos for investigation. The sample appeared to be a metal ball, and there was dirt observed inside the package. The photos were analyzed and confirm the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - dirt. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, a metal ball was mixed in the individually wrapped package. The metal ball was contaminated with dirt, and the entire inside of the package was stained with a soot-like substance. No adverse impact was reported regarding the patient or user.